Manufacturer narrative:
(B)(4). Date of initial report: 01/21/2016. This complaint is part of a retrospective review as part of a remediation related to CAPA (B)(4). Although no sample was returned in this case, in other similar incidents, covidien¿s investigation identified two possible root causes for the device failure. The hub divider shifting distally within the hub or the inflow tube expanding or rupturing. Corrective actions have been implemented. A spacer was added to prevent the hub from shifting. Additionally, the inflow tube material was revised. The new inflow tube is made from polyimide, which results in inflow tubes with more strength reducing the likelihood of expansion or rupture

Event description:
The customer reported that during a procedure, an inconsistent flow of water was observed and the generator alarm triggered for high temperature with the device. The tubing was checked and no irregularities were found. A new device was used to complete the procedure.